Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. For clarification, when the stapler was removed, did the staples open? Or, did the tissue open up at the anastomosis? Where within the gap setting scale was the orange indicator prior to firing? What confirmation was received that the device was fully fired? Were there any staples missing from the staple line? What was the shape of the deployed staples (b-formation, irregular, legs straight)? After firing was the adjusting knob turned ½ to ¾ revolutions? Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue?

Event description:
It was reported that during a colostomy closure procedure, the fire was made to perform the anastomosis when the stapler was removed the staples began to open. The anastomosis was made with manual suture. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: for clarification, when the stapler was removed, did the staples open? Yes. Or, did the tissue open up at the anastomosis? Yes. Where within the gap setting scale was the orange indicator prior to firing? Within the range of 1 to 1.5. What confirmation was received that the device was fully fired? There was no feedback, only the trigger to the bottom. Were there any staples missing from the staple line? No. What was the shape of the deployed staples (b-formation, irregular, legs straight)? Irregular. After firing was the adjusting knob turned one half to three four revolutions? Yes. Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? Yes.